Manufacturer narrative:
Sample was serum without a gel barrier that was centrifuged for 10 minutes at 4200 rpm. The samples are aliquoted and frozen until toxo igg is analyzed in batches. Qc was within the customer's established ranges prior to and after the event. Service was not dispatched fort his event. The customer is only questioning results from this patient. No clear root cause could be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that access 2 immunoassay system generated an equivocal toxoplasma igg (toxo igg) result for one patient. Upon repeat the results were non-reactive. Patient results are provided. The re-active results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.